Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02552; related manufacturer reference number: 1627487-2020-02554; related manufacturer reference number: 3006705815-2020-01089. It was reported that the patient¿s stimulation kept stopping on its own. Additionally, patient reported sometimes experiencing electrical sensations at the lead/extension connection site. Diagnostics revealed high impedances. X-ray revealed that one of the lead tails was not completely inserted into the extension. Reprogramming was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2020. During intra-op, impedance reading was normal on the lead and extension. However, the impedance reading was high when measured on the entire system. The extensions were replaced with new extensions, but the issue persisted. In turn, the ipg was also explanted and replaced with a ipg to address the issue. No intervention took place on the lead.

Manufacturer narrative:
(B)(6).

Event description:
Additional information received indicates that the physician experienced difficulty inserting the new extensions into the ipg and the high impedance persisted. In turn, the ipg was also explanted and replaced with a ipg resolving the issue. Reportedly therapy was resumed.

Manufacturer narrative:
The reported event for intermittent stimulation was not confirmed. At receipt, both extension lead have no anomaly and passed functional testing. No root cause was identified for the reported issue